Event description:
Pt complaining of back pain. CT scan done and it appears that she may have developed a non-union at l5-s1. It appears that one screw has broken. Pt would like to try anterior surgery, however, it has not been scheduled at this time.

Manufacturer narrative:
Additional info: catalog#: 12-6550.